Event description:
The reporter stated the surgeon inserted a cc4204a collamer single piece lens in the patient's eye. The bag disintegrated on insertion. The lens was removed and the surgeon switched to a 3-piece. Cause of adverse event is unknown.

Manufacturer narrative:
Pt age: unk. Pt weight: unk. Brand name: collamer® ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4). Method: lens work order search. Results: a lens work order search was performed and no similar complaint was found. Conclusions: (no conclusion can be drawn): the product pertaining to this claim was not returned for evaluation. Based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Not returned.

Manufacturer narrative:
Results: a visual inspection of the returned product found one foot plate torn. The lens was returned dry. There was evidence of reddish residue on lens surface. Both sides of the optic/haptic were checked for rough/sharp edges. Edges were found to be acceptable. Conclusions: based on the complaint history, lens work order search and the evaluation of the returned product, the root cause of the event has been determined to be due to patient's anatomy. (B)(4).

Event description:
Additional information: no anterior vitrectomy was performed. Cause of this incident was due to the patient's anatomy.